Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) for high blood glucose of 1300 mg/dl. The customer reported she was non-responsive and the ems was dispatched. The customer reported having diarrhea and was vomiting prior to be hospitalized. The cause of the hospitalization was from diabetic ketoacidosis. The customer was wearing the insulin pump at the time of event. The customer also reported a hospitalization event on (B)(6) for high blood glucose of 500 mg/dl. The cause of the hospitalization was from diabetic ketoacidosis. The customer also reported experiencing a low of 61 mg/dl. The customer experienced a headache as a result of the low. Troubleshooting was not performed on the insulin pump. The pump will not be returned for analysis.